Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component: 42532006702, tibial component, 64468580; 42522400510, articular surface, 64611593. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01624; 3007963827-2021-00131.

Event description:
It was reported the patient underwent a knee right knee procedure on and unknown date. Subsequently, the patient was revised due disassociation. It was noted there was significant wear to both femoral and tibial components. All implants were removed except patella which was in good condition. Attempts have been made and no further information has been provided.